Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient developed an infection, septic and symptomatic. The system was explanted successfully. The patient was stable post procedure.